Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during training, a pt's right eye received a treatment intended for their left eye. The pt information was entered into the laptop by the technician who was undergoing certification. The trainer confirmed with the technician that the correct information was entered, then the surgeon and technician confirmed the correct information as well. The pt's right eye data was pulled up on the laptop and believed to be sent down to the laser. The pt was brought into the room and positioned for surgery. The surgeon then re-entered the room and chose to re-confirm the treatment on the laptop, confirming right eye, then left eye. Once the right eye treatment was completed, the technician pulled up the left eye data for treatment, and noticed that the left eye treatment was not available. The computer was checked and the left eye data had been treated and the right eye treatment was still available for treatment. The trainer did not witness any changes on the laser lcd screen. It is believed that when the surgeon reconfirmed the treatments, the left eye treatment was left on the laptop screen instead of the right eye treatment, and the left eye treatment was then sent to the laser, thereby overwriting the treatment that was already there. The technician was instructed during training to always confirm the treatment on the laser lcd screen and not the laptop. This was again emphasized after the incorrect treatment. The surgeon's routine had been to confirm the treatment on the laser lcd screen once he was seated at the laser; it is not known why he deviated from this routine. The pt's treatment plan for the right eye was greater than the one that was delivered to it and the surgeon chose to bring the pt back into the room, lift the flap, and treat the remaining correction at that time.